Manufacturer narrative:
Patient information is not available for reporting. Date of postoperative non-union development is unknown. This report is for an unknown 3.5 mm lcp clavicle hook plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter phone number is not provided for reporting. (510k): unknown, as specific part and lot numbers for clavicle hook plate is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient was treated with a clavicle hook plate after unsuccessful conservative treatment. After removal of the plate, a non-union was observed and treated with a lateral superior clavicle plate. There was no surgical delay reported. This report is to capture the first case of nonunion. The second case of nonunion is captured on a related complaint (B)(4). This report is for one (1) unknown 3.5 mm lcp clavicle hook plate. This is report 1 of 2 for complaint (B)(4).

Event description:
It was reported patient suffered a lateral clavicle fracture type jäger/breitner iib left on unknown date. Fracture was treated conservatively at first, then implanted with a hook plate two (2) months later at another facility. Patient developed a non-union and pseudarthroses, and was revised to a new hook plate at another facility less than one (1) year after implant. Patient presented to this facility with continued complaints. Computed tomography (CT) scan on unknown date revealed inadequate reduction of the fracture fragments. Patient was returned to surgery on unknown date where the hook plate and screws were removed. A renewed open reduction and fixation by means of angle-stable osteosyntheses with a competitor¿s plate and a coraco-clavicular (cc) fixation arthroscopically.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Describe event or problem: updated description. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.